Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent a right hip revision approximately 8 years post implantation due to pain and elevated metal ions. During the revision, necrotic tissue was found under a thickened capsule. Pathology revealed altr and alval from corrosion. The femoral head was exchanged without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the available records identified the following: the patient had elevated metal ion levels before revision : (B)(6) 2017; cobalt 4.5 (normal <0.9), chromium 1.0 (normal < 0.3). No cobalt was detected post revision (B)(6) 2018). MRI revealed evidence of adverse local tissue reaction. The patient had increased pain and loss of function in the right leg. During the revision procedure, corrosion was noted at the head-trunnion junction. Necrosis was debrided from the joint capsule. The femoral head was replaced with a new zimmer biomet product. No other findings/complications related to the event were noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed. No products were returned; the photographic inspection of the images of the ex-planted head was performed. However, no definitive statement can be made regarding the condition of the device from the review of the images. The head was in-vivo for 7 years 9 months post-implantation. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00771101500, femoral stem, 61271617. 00620005822, shell porous with cluster holes 58 mm o.d., 61210939. 00631005832, liner 10 degree elevated rim 32 mm, 612687852.

Event description:
It was reported that the patient was revised approximately eight years post-implantation due to pain, elevated cobalt levels, and alval symptoms. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.